Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer changed the cartridge; however, the issue reoccurred. Customer's blood glucose was 134 mg/dl. Customer reverted to using an alternate method of insulin therapy.